Event description:
Pt had a revision for a patella avulsion fracture and recurrent hemarthroses. Pt had occasional hemarthroses, synovitis and patella problems (related to a traumatic injury) which prompted revision surgery. Upon removal of the insert, the backside of the insert showed considerable pitting and wear.